Event description:
It was reported that the ceramic piece of wand broke off during procedure. Piece was recovered and no harm to patient was reported. Procedure was finished successfully.

Manufacturer narrative:
Additional information will be provided once investigation is completed.